Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure per physician preference. The patient was doing well post operatively. The explanted ipg was not returned to bsn.

Event description:
A report was received that the patient¿s scs was not working. The patient will undergo a revision procedure.

Event description:
A report was received that the patient¿s scs was not working. The patient will undergo a revision procedure.